Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient's implantable cardioverter defibrillator exhibited undersensing of a single r wave during a ventricular tachycardia episode. Programming changes were made. It was discussed that this particular wave would have likely been under sensed even with the new parameters. The patient was doing fine.